Manufacturer narrative:
The investigation for the reported console (aic) red alarm has been completed. The console was returned for evaluation. During functional testing, the battery switch not being visible was confirmed. After opening up the console it was discovered that the battery switch was still inside the console but was not seated in place. The data logs were reviewed and it was evident that the consoles battery had been engaged via the battery switch at some point during its use. There were instances of the console remaining on while disconnected from ac power without shutting down which indicates that the battery was engaged. The reported issue was determined to be use related. It is suspected that the battery switch on this console was most likely tampered with. Since there is evidence in the imc logs of the console remaining on while disconnected from ac power, this infers that the console's battery switch was engaged at some point during use. This indicates that the console's battery switch was accessible at some point. Added- d9 device return date.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility's biomedical engineer reported during set up of the new automated impella controller (aic), the battery activation buttons are not visible from underneath the console and were unable to activate the battery. There was no report of patient involvement.